Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was receiving low battery alerts when transmitter is beyond low battery threshold. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208150) being used with the receiver was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed the test failed because the unit has no voltage. The customer complaint could not be confirmed. A root cause could not be determined.